Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 22 mm laa occluder was selected for implant using a 12f torqvue delivery system. During the implant procedure, the patient suffered a significant pericardial effusion with hemodynamic relevance. The patient required pericardiocentesis which was performed on (B)(6) 2020. Additional information was requested but has not been obtained.

Manufacturer narrative:
An event of pericardial effusion during the implant procedure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.